Event description:
The theatre nurse reported via the representative that when the surgeon was undertaking the surgical procedure the exeter stem introducer allegedly did not fit the exeter stem correctly. The hole on the stem was allegedly positioned incorrectly relative to the dimple on the stem introducer and because of this the dimple on the introducer allegedly fell short of the receiving hole in the exeter stem, so the 2 pieces did not dovetail.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.

Manufacturer narrative:
An event regarding assembly involving an exeter stem and exeter introducer was reported. The event was not confirmed. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. The device was not returned for evaluation and the event could not be confirmed.

Event description:
The theatre nurse reported via the representative that when the surgeon was undertaking the surgical procedure the exeter stem introducer allegedly did not fit the exeter stem correctly. The hole on the stem was allegedly positioned incorrectly relative to the dimple on the stem introducer and because of this the dimple on the introducer allegedly fell short of the receiving hole in the exeter stem so the 2 pieces did not dovetail.